Event description:
The customer reported leaking at the connection between the maxplus connector and the cadd pump tubing while infusing 5fu at the outpatient oncology infusion CT. No patient harm or medical intervention was reported. No further patient/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A f/u report will be submitted once the evaluation is completed.